Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field, the device was explanted due to skin erosion above the implant housing. Furthermore, stimulator housing dislocation was reported on the device explantation report form. This is a final report.

Event description:
The user was explanted on (B)(6) 2024 due to dehiscence of the device. Per the surgeon, the explantation is only due to skin erosion over the receiver-stimulator, with likely reimplantation in a few months. According to the device explant report form the clinic mentioned that the device seemed to have migrated out of the pin holes.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was explanted on 04.sep.2024 due to dehiscence of the device. Per the surgeon, the explantation is only due to skin erosion over the receiver-stimulator, with likely reimplantation in a few months.